Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor image quality, applying load to the insertion section resulted in the appearance of noise. The issue was found during set up/inspection for use for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to a malfunction in the imaging unit, noise was generated in the image when the up/down direction angle was operated. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.